Event description:
Information received from the consumer reported that the patient had experienced shocking multiple times throughout the night. The patient was sleeping and was lying flat on their bed when they first experienced the shocking. It was noted that the patient's healthcare professional (hcp) had instructed them to wait before they turned on the stimulation. The consumer reported that they had not turned the stimulation on per hcp's instructions. There were no falls or trauma reported related to the shocking issue. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.